Event description:
It was reported to philips that the system failed to start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system failed to start up. Upon troubleshooting fse found there was some abnormal sound from m cabinet. To resolve the issue, fse replaced the single-board computer. After the replacement of the single-board computer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.